Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. Oekg checked the subject device and found that the reported phenomenon was duplicated and the channel was clogged. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, a white residue was visible in the corners of the air/water nozzle of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, the nozzle might have been clogged with residue of silicone-based glue, other chemical agents or the like. Olympus europa se & co. Kg (oekg) found milky white residue at nozzle opening, therefore it was considered that the residue was adhesion of silicone-based glue, some chemical residue or the like. Also oekg had confirmed that the residue was not derived from the subject device. If additional information becomes available, this report will be supplemented.